Event description:
A report was received that after suctioning procedures had been completed the patient coughed up a piece of the catheter. The patient had various suction procedures between february through february. The catheter piece was coughed up on march. The end user did not report any medical intervention or adverse event related to the catheter piece. Ballard medical has no first hand knowledge of the allegations but is relaying information received form outside sources pursuant to federal regulations.